Manufacturer narrative:
The customer contact reported that the device will not be returned for testing and investigation. Sections d8 and d9: documentation received from the international contact indicates that info or reprocessing of the device was unk. Event codes- patient: 2455. Device: 1250, 1562. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation of the secondary clave from the inlet port of the cassette; subsequently, a chemotherapy agent leaked. A secondary tubing set was primed with an unspecified concentration of irrinotechan. The set was connected to the secondary clave port of the primary tubing set and the delivery was started. Less than two hours later, while the pt was ambulating, the plastic assembly that connects the clave secondary port to the cassette separated from the cassette inlet port. While attending to the pt, an unspecified amount of irrinotechan leaked onto the nurse's hand. The therapy was stopped. It was reported that approx 25 percent of the dose was not delivered. There were no reported adverse pt or clinician effects. Though requested, no add'l info was provided.